Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Journal article and guidance document are too large for medwatch submission.

Event description:
An article/literature was received entitled "surgical training does not affect operative time and outcome in total knee arthroplasty¿ literature article "surgical training does not affect operative time and outcome in total knee arthroplasty" by markus weber et al. Published by plos one was reviewed. The article purpose: to compare operative time, complication rates and early postoperative outcome within the first year after tka between trainees and senior surgeons. The article reports: a retrospective analysis of the institutional joint registry was performed by the authors. A total of 738 patients met the inclusion criteria. In all patients, the pfc sigma knee system implants were used. Positive outcomes rates were comparable between senior surgeons and trainees. Complications rates were also statistically similar. There were complications in both groups. No patella resurfacing was conducted. Cement was used although no manufacturer was disclosed. No surgical interventions were described regarding all complications listed. Depuy products involved: pfc sigma. Complications: dvt (2), intraoperative fracture (2), nerve palsy (2), infection (4).